Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The unspecified lesion was located in a coronary artery. The physician advanced the 20mm x 1.5mm maverick balloon catheter across the lesion, inflated the balloon once to 'around 8 atms', and the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): the complaint device has not been returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)